Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error code 103 was present. Based on the results of the investigation error code 103 was caused by both a faulty ignitor board and a faulty power supply. The cause of the faulty components was not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source exhibited and error code e103 (lamp light failure). It is unknown when the issue was found and there is no known procedure information. There was no report of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.